Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, the device could not fire additional clips after first firing. The surgeon attempted a second fire after the successful first completion but the device did not respond. The procedure was completed by opening up and utilizing another identical product. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hernia procedure, the device could not fire additional clips after first firing. The surgeon attempted a second fire after the successful first completion but the device did not respond. There was no patient injury.